Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2022 with 388 mg/dl blood glucose level. The current blood glucose level was 143 mg/dl. Customer was experiencing the symptoms related to the diabetic ketoacidosis blood glucose was feeling sick or unwell. Customer was using the auto mode feature. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device.